Event description:
The facility representative notified baxter product surveillance of a colleague triple channel volumetric infusion pump which was reported to be involved in an 'overdelivery' of heparin during patient therapy. The device was programmed by a nurse at a rate of 13.5 ml/hr and infused a rate of 100 ml/hr. It is unknown if there were any audio or visible alarms on the pump during this incident. The pump was programmed by a nurse but not verified by a second nurse because it is not hospital policy. The infusion was primary and the pump was locked in primary mode. Per the risk manager, there was patient injury (specific information unknown) associated with the overinfusion of heparin. The patient was anticoagulant and therapy has been unable to resume as a result of the overdelivery. The patient was still in the hospital at the time of this report. This pump contains software which is considered unremediated.

Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to sizing issue.per the surgeon's response, "I removed the 23 because it was to large and obstructed the coronary left."per the operative report, "at first a 23 was inserted but after insertion this put extrinsic pressure on the left main occluding it. It was removed and a 21 was inserted."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Sizing issue.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.